Event description:
It was reported that during a breast biopsy, the marker wouldn't deploy. Removed the marker and the plastic tip broke off outside of the patient. Used a second marker and completed the case with no patient consequence.